Event description:
A lead extraction procedure commenced to remove a 4 year old fractured right ventricular (rv) lead. A spectranetics lead locking device (lld ez) was inserted into the lead to provide traction. A cook medical bulldog lead extender was used in conjunction with the lld. The physician began by using a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath. The philips representative, present at the procedure, stated the physician advanced halfway under the clavicle and encountered several adhesions. The physician was twisting and pushing the visisheath and believes that the bevel of the visisheath may not have been pointed down, causing the injury. When the physician reached the end of the innominate vein he continued to encounter resistance. When the physician reached the area of the tricuspid valve, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A perforation in the innominate vein was discovered. The repair to the perforation was successful and the patient survived the procedure. This report captures the visisheath device being twisted and pushed in the area where the innominate perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Device lot number and expiration date unk. The device was discarded, thus no investigation could be performed. Device manufacture date unk because lot number unk in the spectranetics instructions for use (IFU) for this device, under 6. Adverse events-potential adverse events, it lists, in part:..."laceration or tearing of vascular structures or the myocardium"..., additionally in the IFU under 9.2.10 clinical technique - precaution, it instructs "when advancing a sheath around a bend, keep the point of the sheath's beveled tip oriented toward the inside of the bend". During the procedure, the philips representative noted that the physician was twisting and pushing the visisheath within the vessel and believes that the visisheath's bevel may not have been pointed down (toward the inside of the bend), causing the injury.